Event description:
The user facility reported the surgeon had an incident where he thinks a piece of plastic came through the tubing attached to the handpiece and into a patient¿s eye. The particulate was retrieved using forceps extending the surgery approximately 10 minutes. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The reported particle and product were not returned so we were unable to investigate further for root cause. Review of the device history showed product was properly assembled and met all release requirements. The sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.